Event description:
It was reported that there was a lead migration. It was noted that it was unknown if action was required as a result of the event. It was noted that there was a migration of the electrode. Additional information received reported that for this patient the lead implant was successful however, at the time of the implant visit, the site observed that there was no stimulation during the test period. It was noted that the site investigated and at the x-ray exam found the lead had moved. It was noted that the patient made a cycle tour during the test period and this could explain why the lead moved from its initial location. It was noted that the site team planned to implant a new lead on the other body side when the first lead implant would be healed. It was noted that the patient was still awaiting the new implant. It was noted that the new implant should be planned at the end of june or july. It was noted that the exact date was unknown. It was noted that the patient went well.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, implanted: 2014 (B)(6); product type lead. (B)(6).

Event description:
Additional information received reported that the electrode was re-positioned on 2014-(B)(6).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient did not have any symptoms. No further patient complications have been reported as a result of this event.